Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized and experienced high and low blood glucose. The customer's blood glucose was 168 mg/dl at the time of incident. The customer stated that her blood glucose went down to 46 mg/dl and treated with juice. The customer stated that her blood glucose reached over 400 mg/dl as well. The insulin pump will not be returned for analysis.